Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the patient to prevent late failure of the endurant stent graft used in the treatment of a 46mm aaa. There was a proximal neck angulation of 10 degrees and a suprarenal neck angulation of 10 degrees. 30 percent of the proximal aortic seal zone circumference had localized thrombus that measured 8 mm thick. There was no calcium at the seal zone. It was reported that, during the index procedure, a proximal type I endoleak was observed after the endurant stent graft was implanted. The physician elected to implant 5 endoanchors in the proximal neck of the main body stent graft. The endoleak was resolved and the procedure was successfully completed. It was reported that post procedure, the patient suffered hypotension and this was deemed probably related to the procedure but not to the device. This resolved on the same date after administration of IV fluids. It was reported that on the next day, the patient suffered confusion. This was deemed to be possibly related to the procedure but not to the device. This resolved on the same day without treatment.